Manufacturer narrative:
Result: shipping damage. Product was being moved from a storage location to the hospital facility by the user facility.

Event description:
It was reported by service report that the fowler litter top was damaged/ broken litter weldment/ broken litter top mid section. No pt involvement or adverse consequences were reported.